Manufacturer narrative:
.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 1mg/ml at 0.15 mg/day via an implantable pump for spinal pain. On (B)(6) 2016, a bridge bolus programming error occurred. At 9:31 that morning, the hcp entered the old drug desired dose as 1.5 mg/day instead of 0.15 mg/day. The pump ran until 2:00pm. The programming error caused an overdose. The patient was then seen as she was getting sleepy even though the pump had been stopped. The company representative planned to discuss different programming options to get through the remaining medication (0.281ml had been dispensed and 0.169ml were remaining). It was later reported the patient was re-programmed (details not provided). The patient remained sleepy that evening; however, the event resolved after that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.